Event description:
It was reported that, the patient had a revision surgery of hip stem due to pain in left leg.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.